Manufacturer narrative:
Journal article: drug-eluting versus bare-metal stents in saphenous vein graft lesions (isar-CABG): a randomised controlled superiority trial authors: julinda mehilli, jürgen pache, mohamed abdel-wahab, et. Al. Journal: the lancet year: 2011 reference: doi:10.1016/s0140- 6736(11)61255-5. Date of event: date of publication. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - drug-eluting versus bare-metal stents in saphenous vein graft lesions (isar-CABG): a randomised controlled superiority trial - was submitted for review. The aim of the study was to compare the clinical outcomes after used of drug-eluting stents (des) versus bare-metal stents (bms) for the treatment of aortocoronary saphenous vein graft lesions. The primary endpoint of the study was the combined incidence of death, myocardial infarction, and target lesion revascularisation at 1 year. Secondary endpoints were all-cause mortality, definite or probable stent thrombosis, myocardial infarction (mi), and ischaemia-driven target lesion revascularisation. A total of 610 patients were allocated to the treatment groups, 300 allocated des and 307 allocated bms. The des group used non-medtronic stents. Medtronic's driver stent was used to treat 90 patients in the bms group. During the procedures, the left anterior descending coronary artery, left circumflex coronary artery and right coronary artery were treated. The one year clinical outcomes reported in the bms group included death, mi, stent thrombosis (definite or probable), ischemia-driven target lesion revascularisation and ischemia-driven target vessel revascularisation.